Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had electrical stimulation at the chiropractor and on the way home "passed out". The patient had a device check done and stated it was "in good shape". The patient's spouse is wondering if the electrical stimulation interfered with the device and caused the patient to pass out. The device remains in use. No further patient complications have been reported as a result of this event.